Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (could not complete testing) was confirmed. Upon evaluation, the monitor would not power on. The cause of this failure was due to a shorted c1 capacitor which shorted the 12v line and damaged the l1, l2, and d1 components. The cause of the inability to complete testing and the inability to power on is the c1. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was unable to undergo incoming functional testing.